Event description:
In same day cardiac surgery - prep was being done for a procedure. Bd maxplus extension set would not flush. Even with extra force, saline would not flush through the tubing. Extension set removed and another one used.